Manufacturer narrative:
Product ID 3389s-40, lot# v591420, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v591420, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulator had ¿problems.¿ the patient stated that his first implantable neurostimulator (ins) was ¿recalled.¿ the patient mentioned a second and third ins, suggesting the first was removed. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2014-00976 as it pertains to the second ins and its issues.